Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the heavily diseased and calcified patient anatomy, and poor visualization due to imaging quality contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, the clip was able to be deployed; however after deployment of the clip, it was noted it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.